Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. Visual examination conducted on the returned representative sample did not show any obvious defect, material degradation or damage. All the components in the catheter appeared to be intact and in good condition. Based on the information updated, the catheter size 10 was placed into the patient (B)(6). There is no specific size and age was recommended to be use, however smaller catheter size (ch6, ch8 and ch10) is meant for children. Selection of the right catheter size should increase patient comfort and allow adequate drainage. Then, funnel detachment test was conducted on the returned representative sample to determine the bonding strength. Silicone catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, excessive force applied at the funnel end or between the shaft as a results of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such rapid and extreme tensile strength may exceed the material elasticity, strength and render the catheter to be detached or other remarks: break. Based on the investigation conducted, the representative samples returned did not show any sign of contamination or design irregularities. The sample passed minimum requirement of funnel detachment strength as per (B)(4). Therefore, this complaint could not be confirmed.

Event description:
Reported event: after cardiac surgery, a pediatric foley catheter was placed into a patient approximately (B)(6). The next day, the patient was wet, and the funnel was found to be detached or broken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: after cardiac surgery, a pediatric foley catheter was placed into a patient approximately (B)(6). The next day, the patient was wet, and the funnel was found to be detached or broken. The patient's condition was reported as fine.